Manufacturer narrative:
This report is submitted on june 01, 2023.

Event description:
Per the clinic, the patient was placed under general anaesthetic on (B)(6) 2023 during the integrity test performed.